Event description:
According to the customer contact on (B)(6), "customer put medicine in the nebulizer" and "turned unit on and no mist was coming out of the tube while the motor was running."

Manufacturer narrative:
According to the customer contact on (B)(6), "customer put medicine in the nebulizer" and "turned unit on and no mist was coming out of the tube while the motor was running." Customer contact stated, "they received this item on (B)(6) at drs. Office" and "put item together and worked on (B)(6)." No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.